Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI unavailable at the time of filing. Manufacturing date unavailable at the time of filing.onsite functional and visual examination was performed by a manufacturing representative. The system was found to be fully operational, and passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem would not turn on at all. There was not power indicator.